Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured.the ruptured bladder was examined for signs of abnormality that may have caused the reported condition. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however the probable cause is due to the inherent variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor "busted" (burst). This issue was discovered during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.